Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion as reported by the sales rep, a 5f mynxgrip vascular closure device (vcd) was inserted into a 5f non-cordis sheath, the balloon was blown up and the first piece was slid down into the sheath. Upon sliding the sheath back, the part that is used to tamp down the plug was not there. The balloon was deflated and manual pressure was held to achieve hemostasis. There were no damages or anomalies noted to the device or packaging prior to use. An rfa retrograde approach was used for the procedure. The patient was not hospitalized and did not require an extended stay. The user was originally trained by sales rep and has successfully deployed many mynx devices. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1701302 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
As reported by the sales rep, a 5f mynxgrip vascular closure device (vcd) was inserted into a 5f non-cordis sheath, the balloon was blown up and the first piece was slid down into the sheath. Upon sliding the sheath back, the part that is used to tamp down the plug was not there. The balloon was deflated and manual pressure was held to achieve hemostasis. The product is not being returned for analysis. There were no damages or anomalies noted to the device or packaging prior to use. An rfa retrograde approach was used for the procedure. The patient was not hospitalized and did not require an extended stay. The user was originally trained by sales rep and has successfully deployed many mynx devices.